Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap had a damaged package; further described as "individual pouch opened". This was observed during use for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information in h3, h4, h6. H10: the actual device was not available; however, photographs were received for evaluation. Visual inspection of the photographs observed that the packaging was opened and a part of the packaging seal was detached. The reported condition was verified. The cause of the condition could not be determined by the photographs. As a result, fourteen (14) retention samples were examined. Upon visual inspection of the retention samples, no open or poorly sealed packages were identified. No deviations were identified that could contribute to the reported condition. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.